Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ patient seeking legal action. Doi: (B)(6) 2006 - dor: (B)(6) 2012 (left). Patient is a resident of (B)(6). Update: (B)(6) 2012 - litigation papers allege the patient was revised due to pain. Papers also allege excessive chromium and cobalt blood levels. There was no new information received that would impact the outcome of the investigation. Update: medical records received (B)(6) 2013. Revision operative report indicates the following: pain, minimal grayish pigment deposition in the synovium; blackening consistent with corrosive changes at the level of the head and neck junction; minimal bone adherent to acetabular cup; possible poor fixation of the left acetabular component; significant heterotopic bone. Adaptor sleeve and femoral stem added to complaint.